Event description:
It was reported that the customer was unable to see insulin come out the end of the tubing and cartridge pigtail. The customer's blood glucose level was in the 500's mg/dl. The customer switched to manual injections to manage their blood glucose levels. During a follow up with tandem technical support, the customer's blood glucose levels were decreasing (400 mg/dl at the time) and the customer indicated the pump was working fine.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.